Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error and the insulin pump was continuously beeping. The blood glucose was unknown at the time of the incident. Customer reported that, they received a critical pump error image on the pump screen. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) during testing. Unable to determine the root cause, problem isolated to motor force sensor.